Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high right ventricular (rv) pacing impedance measurements of greater than 2000 ohms and noise. A surgical revision was performed. The patient's rv lead was not tested via the pacing system analyzer (psa). The rv lead was surgically abandoned and replaced, and when the new lead was connected to this device, all measurements were within normal limits. No additional adverse patient effects were reported. The device remains in service.